Event description:
The sale rep reported via fax that the needle came off the suture and was stuck under the skin left side mid jaw during an endoscopic brow and neck lift. The surgeon had to extract the needle in same plane of the skin. The pt suffered swelling and bruising. Surgery time was extended by 1 hour to retrieve the needle.